Event description:
The referenced shunt has failed and been replaced twice between 1998 and 1999. The third shunt was implanted in 1999. The pt is a 4 yr old boy. The device is being used to control the pressure of the cerebrospinal fluid in the child's skull. The physician sent the first explanted device back to the MFR and requested a failure analysis. The physician stated that the device was returned without his examination. The MFR stated the device was FDA approved and no further testing was needed. In each case, the failure seemed to involve the programmable valve. Inspection was conducted on 6/3/99. No product was returned for evaluation. J & j contacted the pt's dr, who stated that the revisions were not device-related, but rather they were related to the condition of the pt. He stated that he did not return the device; he discarded it. Complaint files and procedures were reviewed and found to be adequate.